Event description:
The pt did not have effective stimulation. The pt was taken into surgery where impedances were >4000 ohms for electrode 0; about 3500 ohms for electrode 1; and normal for the other two electrodes. The programmed electrodes were 0- 2- 3+. The implantable neurostimulator (ins) responded normally to telemetry interrogation. They decided to replace the extension and the ins. Afterwards, impedances were all normal and stimulation was fine, so it was obviously not a lead issue. There was reported to be no pt injury. The pt outcome was reported as "ok".

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.